Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported an ECG equipment malfunction inop message at opcheck. There was no patient involvement and/or impact.